Event description:
It was reported that upon deployment of the filter, the legs did ot open. The physician removed the filter and deployed another filter through the jugular vein without any difficulties. There was no report of injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot number. The device is in transit to the mfg site. The event investigation is currently underway.